Manufacturer narrative:
Device manufacture between: august 06, 2018 to august 07, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.